Manufacturer narrative:
Describe event or problem updated. Bsc ID #: (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by simply pulling it out.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. Microscopic examination revealed the balloon has a pinhole at the markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body by simply pulling it out.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 2mm x 20mm coyote es balloon catheter. No patient complications were reported.